Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported when connecting the probe, the unit shuts down and is not coming back on. The battery is at 100% and they tried 2 probes. Both probes did the same thing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the unit shuts down without warning was confirmed. The sr8 is intermittently powering off by itself. The root cause is use related failure of the lithium ion battery.

Event description:
It was reported when connecting the probe, the unit shuts down and is not coming back on. The battery is at 100% and they tried 2 probes. Both probes did the same thing. No other information was provided.